Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque duirng iabp.

Event description:
The iab was inserted into the patient on 1/1/97. On 1/3/97 after iabp for about 45 hours, the patient became restless. The "gas loss" and "cath fault" alarms sounded from the pump. Clots were noted, in the tubing and iabp was discontinued. No second was inserted.